Manufacturer narrative:
Corrected fields: h6- component code updated fields: b4, g3, g6, h2, h11.

Event description:
N/a

Event description:
It was reported that during preventive maintenance by getinge, field service representative had found that the unit had error code 137 and batteries were not charged. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). Due to character limit in the e section event site name, the full event site name is great plains regional medical. A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h6- type of investigation code, investigation findings code, investigation conclusion code, component code and h11. Corrected fields: g2- report source. The fse that encountered the issue, replaced the display monitor to video generator board kit. The upper display bezel was replaced as it was damaged during the repair. The coiled cable was replaced for standard wear and tear to prevent additional issues in the future. The unit was left to charge overnight, but the batteries would not charge. The fse then replaced the power management board and verified that the unit charged completely. The following parts were also replaced: seal, display, seal, display, cable tie, nylon p-clip, o-ring, viton. No response has been received as to why they were replaced. The fse performed a full pm with calibration, safety, and functionality checks to factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: (kit)-display monitor to video generator board pcba, video generator pcba, upper display monitor bezel upper display cable, coiled cord power management board parts were received with a reported failure of an error code 137, the batteries not charging, a broken display bezel, and the coiled cable replaced due to wear and tear. The fat performed a visual inspection and found power management board to have a blown q27 component. This would cause the batteries to not charge. Bezel upper display was damaged. The fat installed the other parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual, could not confirm failures for the rest of the parts. Retaining the parts in the failure analysis and testing department per procedure.it is unknown why the following parts were replaced. They were not returned. Therefore, the root cause is impossible to define. Seal, display .059 x .100 x 7.45 seal, display .059 x .100 x 10.07 cable tie, 3.9 inch / 99 mm cable tie, 5/16 nylon p-clip o-ring, viton, 3.18mm sec x 12.7 mm ID.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6- component code and h11. The fse that encountered the issue replaced the display monitor to video generator board kit. The upper display bezel was replaced as it was damaged during the repair. The coiled cable was replaced for standard wear and tear to prevent additional issues in the future. The unit was left to charge overnight, but the batteries would not charge. The fse then replaced the power management board and verified that the unit charged completely. The following parts were also replaced: seal, display, seal, display, cable tie, nylon p-clip, o-ring, viton. These parts are accessories for the video generator and coil cable, at the time of removal parts were small and discarded. The fse performed a full pm with calibration, safety, and functionality checks to factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: (kit)-display monitor to video generator board pcba, video generator pcba, upper display monitor bezel upper display cable, coiled cord power management board parts were received with a reported failure of an error code 137, the batteries not charging, a broken display bezel, and the coiled cable replaced due to wear and tear. The fat performed a visual inspection and found power management board to have a blown q27 component. This would cause the batteries to not charge. Bezel upper display was damaged. The fat installed the other parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual, could not confirm failures for the rest of the parts. Retaining the parts in the failure analysis and testing department per procedure.it is unknown why the following parts were replaced. These below parts are accessories for the video generator and coil cable, at the time of removal parts were small and discarded. They were not returned. Therefore, the root cause is impossible to define. Seal display cable tie nylon clip o-ring viton.